Manufacturer narrative:
The insulin pump was received with an e22/a32 error loop during boot up. Unable to perform the displacement test or verify a35 alarm due to e22/a32 alarm, the alarm is isolated to the mother board. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received new software release detected alarm and failure of flash memory alarm after changing the battery. The customer's blood glucose was unknown at the time of incident. The customer was advised to clear the alarm with act and esc button. The customer stated that a new software release detected alarm recur after clearing the alarm. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.